Event description:
Medical device not behaving as initially described. Calaxo "osteoinductive" interference screw for anterior cruciate ligament reconstruction from smith and nephew.. The screw degrades suddenly and unexpectedly at 2-4 months after implantation. It degrades into an enlarged mass of calcium carbonate and other byproducts. This can cause pain, or a mass effect, or local osteolysis. If the screw mass extrudes into the joint, it can cause a crystalline synovitis and articular cartilage damage. The screw has been removed from the use, but patients and surgeons have not been notified of the potentially damaging effects of the screw, nor has the MFR provided any info that would be helpful to any affected consumers or medical professionals. Dates of use: 2006 - 2007. Diagnosis or reason for use: stabilization of acl graft at surgery - bone ingrowth. Event abated after use stopped or dose reduced? No.